Event description:
It was reported that during the implant attempt, the physician had trouble deploying the screw and lead impedances were high. The lead would not fixate, so it was removed. When testing the screw, it took thirty turns to deploy it. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted that there was blood in/on the helix/lobe mechanism.